Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after loading the cartridge and before firing the device, after loading when cartridge open inside abdominal cavity to fire, many pins fallen down in cavity. It was not recommended to fire the cartridge. The stapler was unable to fire and the surgeon was able to press the green button but unable to squeeze the handle. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after loading the cartridge and before firing the device. After loading when cartridge open inside abdominal cavity to fire, many pins fallen down in cavity. It was not recommended to fire the cartridge. The stapler was unable to fire and the surgeon was able to press the green button but unable to squeeze the handle. New cartridge was used with the same gun in order to complete the case. There was no patient injury and no medical intervention.